Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing. The lead was explanted and replaced. The patient was stable.

Event description:
Manufacturer report number: 2017865-2023-42349. It was reported that the patient's right ventricular (rv) lead exhibited oversensing. It was also reported that the patient's right atrial (ra) lead exhibited noise. The rv lead and the ra lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
B5 updated to include related manufacturer report number.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned. Visual and x-ray examination of the lead found no anomalies except of procedural damage. Electrical testing was normal. No anomalies were found after examining the inner insulation.